Manufacturer narrative:
Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the transcatheter valve replacement (tvr) procedure. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). The two categories show definite differences in clinical features, microbial patterns, and mortality. According to the literature review, and as documented in a technical summary written by ew, early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. In early cases of prosthetic endocarditis, subsequent infections may be related to contamination at the time of surgery (poor sterile technique). Additional causes of early pve can occur from other sources of infection and not from the valve (e.g., dental treatment or surgical procedures involving the upper respiratory tract, utis, pneumonia). Additionally, a non-conformance in the sterility or packaging processes of the valve may also manifest in the early post-operative period causing early pve. However, there are several types of bacteria that would not survive the edwards sterilization process. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprosthesis is remote. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event cannot be determined. However, it is possible that patient and/or procedural factors described above may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in japan through the japanese tavi registry, a transfemoral transcatheter aortic valve implantation procedure using an sapien 3 ultra resilia (s3ur) valve was performed. On postoperative day 58, the patient was hospitalized due to s3ur valve infective endocarditis secondary to bacteremia. The condition improved with antibiotic therapy. No damage to or dysfunction of the s3ur valve was observed. At this time, information regarding the source of the bacteremia has not been obtained. No further information is available.